Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same pt involving two separate products; associated with mdrs number 1225714-2014-00895, 1225714-2014-00897 and 1225714-2014-00898.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2014 after the use of the product.